Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient arrived at the clinic with an atrial lead warning. It was rported that the bipolar impedance was lower than the unipolar impedance. The device was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.